Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing.

Event description:
It was reported that during a pt use, the device was charged and did not deliver therapy. There were no adverse effects to the pt reported during this event.